Event description:
It was reported that the patient had been having some pain in some unusual places and reported a shocking/jolting sensation. It was noted the patient uses the device 1st for bowel but also helped for the bladder. The patient reported that about 3 months ago she got a terrible shock at night when she would turn over or when she would get up to the bathroom which happened randomly about once a week while on program 3. The patient stated she would get the shocking on the femoral nerve that would go all the way down to her feet and it would take about 5 minutes of walking to be able to put weight on that leg. Most of the shocks lasted 5-10 seconds before she could put weight on the leg but the last one was the worst and took the longest time. About 2.5 months ago the patient saw the healthcare provider (hcp) and they stated that if the shocking continued they could do a computerized tomography (CT) scan to make sure it wasn¿t her back again due to her spinal stenosis, spondylolisthesis, or sciatica issues as well as to see if the shocking was due to a back issue. The patient mentioned at that time the control of the fecal continence was not as controlled as it was after implant. The hcp suggested that the patient call the manufacturer to have reprogramming done over the phone. About 3 weeks ago the patient went to program 1 and increased to 3.95 and would get shocks at night when she tended to get up. About 1 week ago the patient turned off stimulation at night and would not get any shocks at night and then turned stimulation on during the day. The patient stated that if she would get shocked it was typically more in the evening as she would sit more than during the day. It was also about one week ago that the patient reported she almost fell but caught herself but kind of twisted and jarred her back. In the last week the patient reported she had been getting shocks in the same vaginal area and down her leg but was getting them during the day as well. At the time of the call the patient was still on program 1 at 3.95 and would get shocks while she was in the car. It was noted that the patient doesn¿t get any stimulation on programs 2 and 4 and she could increase stimulation all the way and didn¿t feel it at all. The patient mentioned that about some months back she went to the dentist and they did some cleaning and xrays and was wondering about the guidelines if something could have happened there and was also wondering about the guidelines for security at the library. The patient was redirected to hcp. Additional information received stated that the patient was last seen (B)(6) 2013 and would be called to schedule a follow-up appointment to be assessed. It was unknown if there was a 50% or greater symptom reduction and if the cause of the event was determined.

Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04m45, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).